Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. The dso (downstream occlusion sensor) failed calibration, it was stuck at 3mv. The dso was inoperable and it was replaced during repair. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave a "cassette not attached properly" message. There was no patient, or clinician injury associated with these occurrences. It occurred during testing. No further details provided at this time.